Event description:
It was reported that patient underwent initial right total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to acentric poly wear. The modular head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown . Device information - unknown . Date implanted - 15-20 years ago. PMA/510(k) number - unknown. Manufacture date ¿ unknown.